Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon noted an inadequate staple line while using the sureform stapler 60 instrument with a green reload. "Tissue too thick to continue" error message was noted when the reported issue occurred. The target tissue was a stomach tissue. The tissues condition was normal and there wasn't any tissue tension or tissue bunching during the stapler clamping sequence. The surgeon encountered obstructions between the instruments jaws. The procedure was converted to laparoscopic surgery with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the surgeon placed clips to address the incomplete staple line. No blood loss occurred due to this event. The laparoscopic procedure was completed with no injury to the patient. Isi performed further follow-up with the clinical sales representative (csr) and obtained the following additional information: the staple line did not have a hole and all staples were deployed. The surgeon did not like the staple line, so he placed clips to address the reported issue. It is unknown what kind of obstructions that the surgeon encountered between the jaws of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 60 stapler instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed but did not replicate the customer reported complaint. The instrument was found to have 4 partial fires based on the log review. The root cause was not able to be determined. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument moved intuitively with full range of motion in all directions. The jaw opened and closed properly. The instrument clamped, fired, and unclamped without any issues.